Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information documented by a foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it back to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of (B)(6) 2015, the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a follow up medwatch report will be submitted.

Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly was installed in a known good vela unit. Fluid ingress is visible on panel screen. The unit was powered on in service mode and the touch screen was unresponsive. The customer issue of screen is non-responsive and touch screen inactive was duplicated. The vela front panel assembly was scrapped.

Event description:
The following description of the event was reported to carefusion by a foreign distributor in (B)(6). "No patient involvement. Delamination of front panel in bottom right hand corner causes front panel to be non-responsive when trying to select options on touchscreen. Liquid spots or visible patches of what looks like fluid have made the touchscreen inactive."